Manufacturer narrative:
The insulin pump alarmed prime during prime test due to faulty force sensor. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer had an a33 alarm and insulin squirt out during manual prime of the insulin pump. The customer's blood glucose level was 360 mg/dl. The customer was disconnected during prime and insulin pump is not bumped or dropped. The customer was advised that we are sending replacement. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.